Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update rec'd 11/29/2016: medical records received. After review of the medical records for MDR reportability, it is reported the patient fell and dislocated their right hip. She went in for a closed reduction, but they ended up doing an open revision. The stem was found to be loose and malpositioned. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to dislocation. They were unable to do a closed reduction. During surgery, the doctor found that the stem had moved and was loose.

Manufacturer narrative:
Patient was revised due to dislocation. They were unable to do a closed reduction. During surgery, the doctor found that the stem had moved and was loose. Update received 9/26/16. Clinical der was received stating that patient was revised to address a dislocation. Complaint was updated on 9/29/16. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.